Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 customer was given oral glucose to treat 40 mg/dl blood glucose reading. Upon arrival to the hospital, the customer's blood glucose was 205 mg/dl. The customer was at 250 mg/dl at the time of the call. The customer continued to treat their hypoglycemia with food. The customer experienced symptoms such as loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained "one notch" of insulin less than what was displayed on the status screen. The customer stated that the insulin pump was wore during a medical procedure or near an MRI. The insulin pump will not be returned for analysis.